Event description:
Boston scientific received information that during the middle of a follow up appointment, left ventricular (lv) lead impedance measurements were 1,670 ohms, increasing to greater than 2,000 ohms in the lv tip to lv ring configuration. Technical services was consulted and suggested performing an x-ray or testing other lv configurations. The configuration was changed to lv tip to right ventricular (rv) and impedance measurements decreased to approximately 428 ohms. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.